Event description:
It was reported that a competitor pump was alarming for "catheter restriction" while in use on a patient in conjunction with a 50cc teleflex iab. As a result, the iab was removed. No patient harm or injury. Per the customer, no further information on the event will be available.

Manufacturer narrative:
(B)(4). The reported complaint of iab "catheter restriction" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action was required at this time. The reported complaint will be monitored for any developing trends. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that a competitor pump was alarming for "catheter restriction" while in use on a patient in conjunction with a 50cc teleflex iab. As a result, the iab was removed. No patient harm or injury. Per the customer, no further information on the event will be available.